Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate/ confirm the customer reported complaint. The force bipolar instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed and no damage was found to the clamping pulley. The force bipolar instrument grip was opened and closed multiple times successfully. The grips did not get stuck open at any point during testing. The review of the logs found no errors related to the instrument and there was no problem detected in relation to the reported event. Additional observations not reported by the site and not related to the reported event were identified. The force bipolar instrument was found to have a severely bent grip, causing side to side misalignment of the grips. The root cause of the severely bent instrument grips tips is typically attributed to mishandling/ misuse, such as excess force applied to the instrument jaws. Signs of corrosion/ contamination were found on the instrument bearings and the grip input disk bearings exhibited orange discoloration. The root cause of the corroded/ contaminated instrument bearings is typical attributed to mishandling/ misuse, most commonly caused by improper cleaning/reprocessing techniques. A review of the instrument log for the force bipolar (471405-06/ n102107050070) associated with this event has been performed. Per logs, the force bipolar instrument was last used in a procedure on (B)(6) 2021 on system (B)(4). The alleged instrument had 2 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the last procedure was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the force bipolar instrument failed to open during a procedure, with no evidence or claim of mishandling or misuse. Since the reported issue was not present from its first insertion, it could have potentially occurred on tissue. Medical intervention may be required in the event that the instrument fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the 8mm force bipolar instrument would not open and the emergency release kit had to be used. The instrument randomly ended up opening. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.